Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a delayed response to customer's interaction. Customer's blood glucose was 115 mg/dl. The customer declined further troubleshooting and follow up from tandem technical support.